Event description:
The implant failed due to poor oral hygiene. The implant was placed at #35. Unexpected surgical trauma.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.